Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent mitral valve repair (mvr) via median sternotomy with concomitant posterior wall encircling ablation using an olh clamp. Concomitant ablation was completed as planned, after which the surgeon proceeded with mitral valve repair. Following completion of primary procedure and removal of the cross-clamp, bleeding was noted and described as significant. An injury along the superior aspect of the left atrium extending toward the left superior pulmonary vein was identified. The patient was placed back on pump and injury was repaired with sutures. The patient was supported on ECMO post-operatively, but reportedly later weaned from ECMO and stable. While it is not possible to definitively determine whether atricure device caused injury, it is reasonable that the device may have contributed to injury. Therefore, the event is being reported per part 803. There was no reported device malfunction and the event was the result of a procedural complication.